Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events of noise resulting in oversensing due to insulation damage was confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation proximal to suture tie impression. The cause of the reported event was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-17940. During an in-clinic follow up, it was reported that the patient has had multiple episodes of syncope due to pacing inhibition from noise resulting in oversensing in the right ventricular (rv) lead. Technical support was contacted and determined that noise was also detected in the right atrial (ra) lead but since the system is programmed as a single-chamber system, the noise did not result in oversensing. Voluntary tension of the pectoral muscles would sometimes reproduce the noise in both channels. Then during the lead revision procedure, lead insulation damage was noted in both the rv and ra leads; located directly across from each other due to suspected abrasion between the leads. The rv lead was replaced but due to difficulty extracting the rv lead, only a portion of the rv lead was explanted; while the ra lead was deactivated to resolve the event. The patient was stable with no consequences.